Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During this atrioventricular nodal reentrant tachycardia ablation procedure on ensite x navx mode, while ablating in the slow pathway region, heart block occurred and a pacemaker was implanted. The conduction recovered the next day and the current plan is to remove the pacemaker. The patient has been discharged in stable condition. There is no reported device malfunction.